Event description:
Boston scientific crm received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) exhibited an appropriate latitude red alert for high rv pace impedance measurement value. There were no reported adverse patient symptoms associated with this clinical observation. At most recent office follow-up, the rv pace impedance was around 1600 ohms and stable. The >2000 ohms pace impedance measurement could not be reproduced. The following physician chose to monitor only for the time being.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.